Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the femoral artery in a 75-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) a shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci). After seven days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. After removal, the patient experienced a cerebral hemorrhage. It is unknown whether this was related to the impella or if any intervention was required. Cerebral hemorrhage can be attributed to medications (anticoagulants, antiplatelets) used to manage cardiogenic shock, along with the use of an impella device, which increase the risk of bleeding in the brain.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (initial reporter first name, last name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.